Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and a dissection occurred. The dissection was repaired with another stent. The patient status is listed as "stable". It was subsequently reported that the product used in this procedure had an expired shelf life(07/01/1998). The user facility had not made note of the expiration date before or after the procedure, however, the issue was brought to their attention by way of the manufacturer's sales rep.